Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: photographs were provided but they do not represent the current complaint condition or a device malfunction, example; photos of tags, photos of sticker sheets (and the allegation is unrelated to labeling), unrelated photos, etc. According to the information received, ¿we had corail today in (place name removed) and there is damaged broach in set k10l20410. Size 10. Neck trial did not fit in broach. You have to change that,you cannot to the trial. You cannot see anything in picture,but neck trial don¿t fit the broach. I think it has been damaged before we operated.¿. The product was not returned to depuy synthes, however photos were provided for review. See attachment 2024_jun_11_12368079lk. The photographs attached were reviewed, however they do not represent the reported complaint condition. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the photographs provided are not representative of the reported complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> pc-001623709 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Corrected: h6 (clinical and impact code). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received: was there any adverse consequence to the patient relevant to this event? If yes, please kindly provide details. Surgery took longer, no any other consequence.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: we had corail today in (place name removed) and there is damaged broach in set k10l20410. Size 10 neck trial did not fit in broach. You have to change that, you cannot to the trial. Visual inspection of the returned device found that the broach corail amt 10 has signs of scratches around the post of the device. The potential cause can be attributed to unintended use error, with the damage likely resulting from off-axis assembly, prying motion while device is assembled. Proper handling and adherence to the approved use of the device can diminish the risk of failure. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was performed with a lab sample mating device and the broach corail amt 10 didn't show difficulties for assembling and staying well fitted. The reported unable to assembled condition was not able to be replicated. The overall complaint was not confirmed as the observed condition of the broach corail amt 10 would have not contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
It was reported that the size 10 broach is damaged. The neck trial did not fit in broach. The surgery took longer because we tried to get neck trial out from broach trial.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.